Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed grams instead of units in bolus screen. Customer's blood glucose was 400 mg/dl. Reportedly, the pump accurately displayed units in the bolus.